Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis on a laparoscopic esophagectomy, the handle was fully squeezed and anvil was tilted but anastomosis was incomplete and that the donut of esophagus was not complete. It was stated that the stapler partially cut the tissue. Resection of anastomosis and a new anastomosis was done. The event resulted to a permanent tissue damage since more resection was necessary. The event also resulted to surgical time extension to 30 minutes or more.